Event description:
I used bausch & lomb with moisture loc for cleaning lenses, alternating with glasses. On 01/05/06, I suffered an eye injury that left my vision impaired in my right eye. I have been on five different drops. A corneal transplant is needed to restore full vision.